Manufacturer narrative:
This is the second revision surgery underwent by the patient. The patient had a first revision surgery due to a periprosthetic fracture on (B)(6) 2014. Additional information received from the initial reporter on 06 october 2016 and includes: the surgeon reported that the pain could be associated to a "to high" cablage performed during the first revision surgery. On 21 october 2016 the (B)(4) performed a clinical evaluation and commented as follows: this tha patient suffered a first revision due to periprosthetic fracture occurred few weeks after primary operation, in 2014. The femur was cerclaged and a cemented stem replaced the cementless one. Metal cerclage wires were used and they dug significantly into the bone: this could be a source of pain. The stem does not appear to be loose, but this cannot be evaluated with certainty in the supplied x-ray. Reasons for cup exchange are not known. There is no indication that a defect of the implants caused this revision. On 28 october 2016 the (B)(4) performed a preliminary investigation based on the images received from the initial reporter and commented as follows: a lot of bone tissue can be noted on the external surface of the shell, mainly in the region of the macrostructures. On the internal surface of the ceramic liner some signs can be seen, mainly on the chamfer. No conclusion can be drawn on the event with the images available to date. Batch reviews performed on 28 october 2016. Lot 135371: (B)(4) items manufactured and released on 22 january 2014. Expiration date: 2018-12-31. No anomalies found related to the problem. To date, all items of this lot have been already sold without any similar reported event. Amistem c, cemented stem size 2 lat, code 01.18.102, lot. 136217 (k103189) (B)(4) items manufactured and released on 10 february 2014. Expiration date: 2018-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery due to pain on the acetabulum and on the femur. The surgeon revised the cup, the insert, the head and the stem.